Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive for the following. Instrument channel: unspecified bacteria (<1 cfu/endoscope); suction channel: unspecified bacteria (<1 cfu/endoscope); air/water channel: unspecified bacteria (<1 cfu/endoscope); auxiliary water channel: gram-positive bacteria (1 cfu/endoscope). The testing result cleared the french guideline. According to the evaluation, ofr found that the bending section rubber adhesive was peeled. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate. The device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4) (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Coagulase-negative staphylococci (>100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440 adaptascope, using peracetic acid. There was no report of infection associated with this report.